Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient has had a chronic infection of the driveline and pump pocket, and has been unresponsive to antibiotic therapy. The patient underwent a pump exchange from one lvad to another lvad. The patient also underwent a wound debridement.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. A correlation between the returned device and the reported infection could not be determined. Examination of the outflow elbow did not reveal any depositions or thrombus formations. Examination of the returned pump did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device: 2 yrs. 3 mos. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.